Event description:
It was reported that the transmitter was producing shock. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed as the device had no voltage. An attempt to pair the device with the nordic bluetooth was not performed as the device had no voltage. The bin file log was not reviewed as the device had no voltage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).